Manufacturer narrative:
Patient age and weight were not provided by the site. Event problem and evaluation: on 27-sep-2016, a medtronic representative went to the site to test the equipment. System logs were reviewed. No issues were found. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when the imaging system was being used during a spinal fusion procedure, the 3d spins contained a fuzzy ring around the images. The surgeon was able to continue the procedure using the images for navigation. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and sex provided as they were inadvertently left off of initial MDR. The engineering review of the scanned images found that the reported event was related to a rad calibration issue. The ring artifact appeared like it was due to defective pixels. Suggestions were provided to the site that they should perform a rad gain calibration. If that does not solve the problem, then they should call service so that the defective pixels can be manually mapped out.